Manufacturer narrative:
Review of production record indicates the device wa manufactured to specification. It was reported that the patient fell, which likely caused the tibial loosening. It cannot be definitively determined if the component contributed to the failure mode.

Event description:
Patient is having revision procedure to address tibial component loosening from (B)(6) 2025 total knee replacement.